Event description:
It was reported that during the implant procedure, the doctor was unable to insert one of the lead ends into the connector port of the implantable neurostimulator (ins). The lead end also would not fit into a lead extension because it appeared that the lead diameter was too large. The spinal incision was reopened and the lead was removed. A new lead was then used with no further issues reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 39286-65, lot#: v906140039, implanted: (B)(6) 2012, explanted: na lead, model: 39286-65, lot#: v88386127, implanted: (B)(6) 2012, explanted: (B)(6) 2012, programmer model: 37744, serial#: (B)(4), recharger model: 37754, serial#: (B)(4). (B)(4). Analysis of lead model 39286-65, lot# v88386127, showed the proximal end #14 <(>&<)> #15 connectors were crushed and the connector welds were damaged. The outer insulation was cut near the distal end of the lead during explant. The continuity was acceptable and no shorts were observed between circuits.